Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 2017865-2020-19129, 2017865-2020-19130. It was reported that the patient presented with a pocket infection from a neck abscess. There is no known allegation from a health professional that suggests the infection was related to the dual chamber pacemaker system. The physician prophylactically explanted the pacemaker, right atrial lead, and right ventricular lead. The patient condition was unknown.

Manufacturer narrative:
Analysis was normal. No anomalies were found.